Event description:
Same case as MFR#: 2134265-2011-03713. It was reported on a user facility medwatch report 459934 5021470, that during a percutaneous coronary intervention (pci), a wire fracture occurred. An 80% stenosed lesion located in the proximal left main (lm) artery and an 80% stenosed lesion in the distal circumflex (cx) artery were being treated. The angle through lm into the cx was extremely acute but the physician was able to place a guide wire in the proximal cx. During one of the wire exchanges, a pt graphix guide wire exited the wire lumen into the 1.5x15mm apex balloon lumen and part of the guide wire fragmented from the very tip of the system leaving two pieces intra coronary. Attempts to remove the fragments were unsuccessful. Upon examination, a hole was identified in the apex balloon. The balloon had been inflated to 12atm. No further patient complications were reported and the patient's status is stable/discharged home.

Event description:
Same case as MFR#: 2134265-2011-03713. It was reported on a (B)(4), that during a percutaneous coronary intervention (pci), a wire fracture occurred. An 80% stenosed lesion located in the proximal left main (lm) artery and an 80% stenosed lesion in the distal circumflex (cx) artery were being treated. The angle through lm into the cx was extremely acute but the physician was able to place a guide wire in the proximal cx. During one of the wire exchanges, a pt graphix guide wire exited the wire lumen into the 1.5x15mm apex balloon lumen and part of the guide wire fragmented from the very tip of the system leaving two pieces intra coronary. Attempts to remove the fragments were unsuccessful. Upon examination, a hole was identified in the apex balloon. The balloon had been inflated to 12atm. No further patient complications were reported and the patient's status is stable/discharged home.

Manufacturer narrative:
Device evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is undeterminable. (B)(4).

Manufacturer narrative:
(B)(4).